Event description:
This complaint originated from a distributor in (B)(6): the distributor reported a "black" screen, and no display when the unit is turned on. One of their engineers inspected the unit, and noticed that the user interface module (uim) indication light was lit, however, the screen remained "black". The engineer replaced the user interface module, then the unit started working normally. The unit was on a pt at the time of the incident. No pt harm noted.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement user interface module. A return goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of july 9, 2015, carefusion has not received the alleged faulty user interface module.